Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as it was determined the wound was not open and device was not exposed.

Event description:
It was reported that based off an x-ray it looked like the patient's ipg was exposed outside their skin. The patient had a permanent system placed on (B)(6) 2024. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.